Manufacturer narrative:
The customer did not report the low na result to bci until (B)(6) 2011. Qc information was requested, but not provided. The event occurred during the same time a leak was observed from the sample probe. It is believed that this sample became diluted due to the leak. The customer could not supply any other details. A clear root cause for this event has not been determined. Note: a separate MDR (2050012-2011-01410) was filed on (B)(4), 2011 for a leak observed from the sample probe.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a sodium (na) result of 115meg/l generated by the unicel dxc 800 pro synchron clinical system for one patient. The sample was not rerun, but is believed to be erroneous. The true value is unknown as it was not rerun or redrawn. The result was not reported out of the lab. Patient treatment was not affected.